Manufacturer narrative:
The reported event of difficulty to remove the ventricle lead from the header was not confirmed. Mechanical inspection of the header and connector did not reveal any anomalies related to the field concern. No device anomalies were found. A longevity assessment was performed, and the device exceeded longevity.

Event description:
Related manufacturer reference number: 2017865-2023-94289. During a clinic follow-up, r wave amplitude variation was observed on the right ventricular (rv) lead. During the revision procedure, the rv lead had difficulty being removed from the device header, but it is unknown if this was due to the device or the rv lead. The rv lead and was capped and replaced and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.